Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery. After pre-dilation was performed, a 2.50 x 32mm synergy ii drug-eluting stent was advanced for treatment; however, the device was unable to advance. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.